Event description:
It was reported that a nursing clinic was noting that the product was leaking at the filter. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (UDI number) and operator of device are unknown. No information has been provided to date.